Event description:
It was reported that when the unit is turned on, it immediately shuts off, even with a new battery inserted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lower case was broke, ring cover contaminated, battery contacts compressed, and keyboard scratched.